Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt ws not harmed or injured as a result of the event. The eval of the device has not been completed.

Manufacturer narrative:
(B)(4).